Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she was hospitalized with a blood glucose of 500 mg/dl. The patient stated that she felt like she was having a heart attack. The patient was wearing an insulin pump when she arrived at the emergency room, but it was removed from her, and then it was lost by hospital staff. The patient and company representative were both calling to get a replacement loaner insulin pump. Nothing further was reported.